Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake bar or the lh/rh brake pedals are pressed. Repair as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 26, 2019. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).